Event description:
On (B)(6), 2012, the reporter called animas to obtain instructions on how to unlock the animas insulin pump. At the time of concern, the patient's blood glucose was at 560 mg/dl and she was not feeling well. After the animas representative walked the patient through unlocking the pump, it was discovered that the subject pump had the wrong date and time. In addition, the symbols on the keypad were worn out. The patient had a hard time getting a response when the ok button was pressed. It was noted that the basal rate delivery was corresponding to the incorrect date and time. The animas representative walked the patient through correcting the date and time. The meter setting issue was resolved with training. The animas pump was replaced due to the keypad button issue. This complaint is being reported because the patient had elevated blood glucose values above 500 mg/dl while the patient had the incorrect date and time on the subject pump. In addition, there were keypad issues.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed that there was no data available from the date of the complaint because the data had been overwritten due to continued patient use. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.